Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation, the patient experienced cardiac tamponade that required pericardiocentesis and eventually, a surgical repair. At baseline, prior to the procedure, there was a small effusion noticed in the patient. The procedure continued ablating on the flutter line. There was a steam pop heard and felt by the physician, in the right atrium. A small change was noticed in the pericardial effusion and the procedure continued with the flutter line ablation. While monitoring the patient, the anesthesiology had noticed a decrease in the patient's blood pressure. Pericardiocentesis was attempted but cardiac surgery was called in and the surgeon was able to remove the fluid from the pericardial sac. Patient was in stable condition. The physician¿s opinion on the cause of this adverse event was that the force was too high. Patient received a pericardial window but then fully recovered. There were no error messages observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
Additional information was received on 15-jan-2024. It was reported that they remember looking at the force value as 48 and 52 peak. Per an internal review of the additional information received, force readings were elevated, however, there was no force error. There were no issues with the catheter's ability to read force. The high force was a value displayed and not a malfunction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).